Event description:
Subsequent to the initial medwatch report submitted, additional information was received stating, the vessel was the heavily calcified common iliac artery. The omnilink elite was inflated one time below rated burst pressure before the failure to deflate issue. A guide wire was used to make a small hole in the balloon to deflate it. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned omnilink elite peripheral stent system noted blood on the balloon and shaft and contrast in the balloon and inflation lumen, consistent with use in the anatomy. The balloon was loosely folded, consistent with the reported inflation. Multiple kinks were observed sporadically in the shaft of the device. The total catheter length was measured and found to be within specification. The non-abbott introducer sheath used in the procedure was returned with blood on the shaft and contrast in the hose and was undamaged. Analysis attempted to inflate the device using diluted contrast medium, but the device would not inflate and was observed to be leaking from the distal end of the hub. This leak would have prevented the reported inflation (including the complaint for failure to deflate), so this leak likely occurred after the stent was deployed and the balloon was ruptured. Given that this portion of the catheter would not have been in the anatomy (too far proximal), it is likely that this leak came from either excessive force leading to overstretching and yielding of the shaft or direct mechanical damage (i.e. Forceps). There is no strong evidence to indicate a definitive cause for this leak, except that this did not appear to be present prior to or during the procedure. Possible causes for an inability to deflate include, but are not limited to, manufacturing, shaft kink during the procedure, and vessel tortuousity/calcification. It is possible the severe calcification reported led to the shaft becoming kinked and the air in the balloon becoming unable to escape. The observed kinks in the shaft are potentially related and may be due to the calcification combined with the inflation/deflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database revealed no other complaints reported for this lot. There appears to be no lot specific product quality deficiencies. All balloon dilatation catheters are visually inspected for leaks and inflated and deflated online. Additionally, a sample of units from each lot is timed for deflation and taken to rupture pressure.

Event description:
It was reported that during a procedure, 2 omnilink elite stents were placed successfully and a third omnilink elite was brought to the lesion; however, after the stent deployment the balloon of the device could not be deflated. The physician intentionally ruptured the balloon in order to facilitate removal of the balloon from the anatomy. The balloon and the sheath were retracted as a system from the anatomy. There was no reported adverse patient effect. Though requested there was no additional information provided.